Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine (cce) had disconnected, causing messaging to stop. This resulted in data delays and the stations entering critical override. The technical support specialist (tss) restarted the following services: bd external messaging service, bd external inbound messaging service, net.pipe listener service, net.tcp listener adapter, net.tcp port sharing service, and world wide web publishing service. The interface services utility was also deployed. The tss reran the script to verify the message status. Messages successfully transmitted, the cce server was no longer showing as disconnected, and upon checking hsv, there were no longer any pharmacy order delays or patient data delays. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, five stations were in critical override and the stations were not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.